Event description:
A customer contacted beckman coulter inc. (Bec) reporting that there was an electrical burning smell followed by smoke from the lower right-hand side of the (B)(4) clinical chemistry analyzer. The analyser was powered off and the lab had to be evacuated due to the smell. There were no injuries to users and no patient samples were impacted. There was no injury caused to users or patients. No patient results were affected in this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched immediately to access the damage. The fse replaced the defective parts. The analyzer is now operating properly at the customer site. (B)(4).